Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The physician was questioning if they could tape the device to the patient's skin to still provide therapy until the infection healed. Boston scientific technical services (ts) discussed different options with the physician. Subsequently, additional information was received from the local sales representative stating that only the device was removed from service. The leads remain in place. No other adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.